Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 3 was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 was failing intermittently. A field service engineer removed the center column from the tower, cleaned the latches, and applied grease. The fse then returned the center column to the tower and assisted the staff in recovering the failed doors. The system functioned as intended after the field service engineer resolved the issue.